Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited changes in impedance and an increase in pacing threshold measurements. It was noted the lead had dislodged. The lead was explanted and successfully replaced with a non boston scientific lead during a normal device change out procedure. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
The complete lead was returned to boston scientific. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis could not confirm the clinical observation of the dislodgement; however the observation of changes in impedance and increase in pacing thresholds was confirmed through visual inspection. Visual observation noted the cathode conductor coils were fractured at 590 millimeters (mm) from the terminal pin. Also a bend in the polyurethane where the suture sleeve was tied down noted at 572 and 584 (mm) from the terminal pin. Additionally, there was blood/body fluid noted throughout the entire lumen. A continuity test with manipulation was performed and failed due fracture found in the cathode conductor coils.